Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: during testing, the audio bolus button was inoperable. The contact slug was found to be misaligned. Evidence of moisture corrosion was found on the bolus button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a bolus button response issue with an issue with the slug and moisture corrosion. This report is made based on results of investigation completed on 12/03/2015.